Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing during an atrial fibrillation episode. No inappropriate therapy was provided because of this. Analysis of the system was performed, and it was determined that this was a sense b noise issue. Reprogramming of the system was performed and further monitoring of the patient was discussed. This system remains in service. No further adverse patient effects were reported.